Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Broken insert removal handle.

Manufacturer narrative:
The received device was forwarded to depuy material science for evaluation. The fracture of the attune trial extractor was due to overload. No material or manufacturing defects were observed that could have contributed to the fracture. Pra (preliminary risk assessment) (B)(4) was held on (B)(6) 2016 to evaluate the increased complaints involving the attune tibial trial extractor (product code 254500138). The review team determined that there was no increased patient risk. Based on the root cause of overload and pra (preliminary risk assessment) (B)(4) determination of no additional patient risk, corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.